Event description:
It was reported that patient underwent a distal femoral replacement procedure on (B)(6) 2015. During the procedure, the targeting device for the compress anchor plug locking mechanism loosened while drilling for the transverse pin. Subsequently, the jig shifted, bent the drill bit, and damaged the targeting device and the anchor plug. A new anchor plug was opened and surgeon free-handed the remaining transverse pin to complete the procedure. A 45 minute delay occurred.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted that the drill was not fully tight against the mating part, which allowed for the mechanism to become loose, however examination of returned device was inconclusive in determining root cause.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.